Event description:
It was reported that the device indicated end of life (eol); there was no telemetry and the device was not able to be interrogated. It was noted the patient had not been checked for about six years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).